Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of display anomaly, leaks past the o-rings and moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the leak went passed the black o-ring and the pump went completely black. The customer stated that the button works but he cannot see anything. The customer noticed condensation when the pump leaked insulin. The customer was unable to run self-test because he was unable to see the screen. The customer was advised to clean the reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery insertion. No unexpected black screen noted. No display anomaly noted when activating the back light. The insulin pump had constant motor error alarm during rewind due to corroded motor home switch. The electronic assembly had moisture damage noted. In addition cracked reservoir tube lip was noted during visual inspection.